Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial/ batch: (B)(6) . Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial/ batch: (B)(6).

Event description:
It was reported that the patient developed infection at the midline incision. Symptoms were redness and fluid discharge. It was unknown if the infection was device or procedure related. The patient underwent a full spinal cord stimulator (scs) explant procedure.